Event description:
It was reported to philips that the charging lamp does not come on. The device was in use at the time of the event, however, there was reportedly no patient harm. A philips field service engineer (fse) evaluated the device onsite and found the issue. The fse confirmed that the battery required replacement. The customer cancelled service and is considering purchasing a battery to address the issue. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective battery. The reported problem was confirmed. The customer cancelled the service request. It has been concluded that no further action is required at this time.